Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem-provided usb charging cable and tandem-provided wall power adapter became damaged and were no longer able to be used to charge the pump. Replacement usb charging cable and wall power adapter were sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level..